Manufacturer narrative:
(B)(4). Customer returned wrong meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 149mg/dl with truemetrix meter and 97mg/dl with truetrack meter. The customer's expected fasting blood glucose test result range is 79 to 103mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot mt1558 manufacturer's expiration date is 07/24/2017 and open vial date is (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: 149mg/dl (B)(6) 2016 11:56 pm fasting: yes, 81mg/dl (B)(6) 2016 11:54 pm fasting: yes. The customer called and stated that he is concerned with the 30mg difference in readings between the true track meter and the true metrix.